Event description:
A patient reported that their meter had missing segments on the display. This issue was not resolved wtih troubleshooting. Pt also stated that they once got a "hi" reading on their meter. Pt had a headache. Pt went to the emergency room. Unknown what the ER reading was. Unknown what treatment the pt was given. Due to insufficient information about this, the case is reported as a malfunction for missing segments on the display. The meter was being cleaned incorrectly. No further information has been reported.